Event description:
Reporting surgeon stated catheter was inserted for renal dialysis by another surgeon on 6/17/96. Catheter functioned well for a yr and a half. On 2/27/1998, pt woke up with a large amount of blood coming out from the catheter's end of the hub. The catheter was clamped, surgeon unscrewed the the hub. Catheter was found to have completely sheared off within the hub. Pt could have bled to death if she had not woken up. On 2/27/1998 catheter was repaired, by reporting surgeon. The reference number given by reporting surgeon was taken from items in stock, not the actual device involved in the event.